Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: sids (B)(6), (B)(6), (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21, with 510k/PMA/bla number k202525.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I results generated for patient samples. The following data was provided: (B)(6)2025 sample ID (B)(6) results generated on instrument ai25614 - initial result = 208.3 ng/l, repeat result = 52.5, same patient, new sample obtained and result = 76.7 ng/l. (B)(6)2025 sample ID (B)(6) results generated on instrument ai25573 - initial result = 102.8 pg/ml; (B)(6)2025 same patient, new sample obtained. Sample ID (B)(6) result = 4.5 pg/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 75636ud00. Device history record review did not identify any nonconformances, potential nonconformance or deviations associated with the lot number. The overall performance of alinity I stat high sensitive troponin-I reagents was reviewed using data gathered from customers worldwide. The patient median values for lots 75633ud00 and 75638ud00 (which contain the same bulk material as lot 75636ud00) are within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the alinity I stat high sensitivity troponin-I assay for lot 75636ud00 was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I results generated for patient samples. The following data was provided: on (B)(6) 2025, sample ID (B)(6) results generated on instrument (B)(6) - initial result = 208.3 ng/l, repeat result = 52.5, same patient, new sample obtained and result = 76.7 ng/l. On (B)(6) 2025, sample ID (b)(60 results generated on instrument (B)(6) - initial result = 102.8 pg/ml; (B)(6) 2025 same patient, new sample obtained. Sample ID (B)(6) result = 4.5 pg/ml . No impact to patient management was reported.